Manufacturer narrative:
Intuitive did not receive the medium/large clip applier instrument to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted hiatal hernia - sliding procedure, while the surgeon was attempting to clip an unspecified tissue/vessel, the clips were falling out of the medium/large clip applier instrument after the first fire. There were no motion issues with the instrument. It was stated that third party clips were used, and the procedure was completed using the same instrument. The fallen clips were retrieved during the same procedure. It is unknown if the medium/large clip applier is available for return at this time. The procedure was completed as planned.